Manufacturer narrative:
(B)(4). Additional and corrected information are filled in the following fields: the device manufacturing quality record could not been reviewed as the lot number was not communicated/not correct. Following the investigation results of this complaint, no corrective action has been performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279-2018-00268.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device history record could not been reviewed as the item and lot number were not communicated. The information provided by the customer stated that the device is not the cause of the event (wound dehiscence). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Item and lot number not communicated.

Event description:
It has been reported that a patient was treated for wound dehiscence on (B)(6) 2015. This event is following a revision surgery due to dislocation on right hip on (B)(6) 2014. The treatment for wound dehiscence was debridement, cultures and prophylactic antibiotics. The outcome of the event is considered as resolved.